Manufacturer narrative:
Investigation summary based on sterilization/microbiology record, this batch encountered one growth on biological indicator (bi) for sterilization cycle# (B)(4) on the second day of incubation test. Quality notification, (B)(4) and lab investigation report, (B)(4) was initiated. Investigation conclusion: the complaint is unconfirmed as no photo / samples received. Root cause description: based on the lab investigation report, the possible cause for bi sterility failure could be due to the use of crusher with non-aligned ends, which led to cross-contamination. The subculture morphology of the isolated microorganism from the positive growth showed a different morphology from the challenged microorganism (bacillus atrophaeus). The gram stain of the isolated microorganism is gram positive cocci whereas the challenged microorganism is gram positive rod. Therefore, it is confirmed that the positive growth observed was not a true positive the sterilization cycle parameter for cycle (B)(4) was deemed acceptable and result for biological indicator positive control was deemed acceptable for the affected batch that sterilized in cycle# (B)(4) are recommended to be to be released as per (B)(4) approval. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that during use of the needle 22g 1-1/2in tw there was an issue of sterility. Material is failing the sterility test at customer end. 15,000 occurrences were reported, but no date/time or patient information was given. The following information was provided by the initial reporter: the material has failed the sterility test hence no sample.